Event description:
The customer had taken regular amount of insulin at 4pm based on the result of 239mg/dl. The customer stated they took another reading at 9:10pm and received a result of 378mg/dl. Another test was done at 10:45pm and the result was 388mg/dl. The customer went to bed. They later woke up and felt shaky, cold and was in pain. 911 was called and when paramedics arrived they received a result of 375mg/dl. The customer was taken to the hosp where they received a result of 400mg/dl. Control was in range. A request was made for the return of the suspect device and replacement product was sent.